Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that hours after initial implant this right atrial (ra) lead dislodged and fell into the right ventricle. Physician verified dislodgment with x-ray. The patient was reported to have heart block. The following day the physician attempted to reposition this ra lead but after several unsuccessful attempts this lead was explanted. After dislodgement ra loss of capture and pacing not as expected were exhibited. The physician implanted a new ra lead to complete this procedure. This ra lead is expected to be returned but has not been received at this time. No additional adverse patient effects were reported.